Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the instruments, when fixing the tip in place and turning, have a "variating" trajectory from 1-3mm. Variation could be found between instrument. Testing could not directly reproduce the issues shown in surgery.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that some of the instruments were showing different positions when navigated with the navigation system in spine procedure. Navlock (violet & orange) tips: tip taps and screw driver (solera) were showing the navigation trajectory in the same place. Pedicle probe 2.25 and passive pointer where showing in different places. The screw was shown in a different position in the pedicle when done placing the screw. Post placement images of the screws showed them to be in acceptable places and no need to replace any of the screws. Later testing showed no variation between instruments. There was no patient impact reported and a less than one hour delay to surgery.